Event description:
The following info was reported by the customer's attorney: in or around (B)(6) of 2008, customer experienced some significant blood sugar problems and/or irregularities and was hospitalized on three separate occasions.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.